Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 700 mg/dl. The customer treated with an IV insulin drop at the hospital. Customer's blood glucose value was 77 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed for high readings. The customer was hospitalized due to diabetic ketoacidosis and customer was being treated with manual injections after IV insulin drops. The customer reported that they were wearing the insulin pump during the hospitalization. The product was not returned for analysis.